Event description:
New information received notes that chest x-ray was performed previously and revealed right atrial lead fracture.

Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that the ra lead was fractured. The ra lead was capped and replaced on (B)(6) 2023. The patient was discharged.